Event description:
The customer reported to olympus, that the evis lucera colonovideoscope had internal defects of the channel. During the device evaluation, it was found that there were foreign objects came out of distal end, found at reprocessing. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the amount of water contact does not meet the standard value due to a dent on nozzle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: correction to g3 of the initial medwatch. The aware date should be jan 22, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fifteen (15) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: the instrument/suction channel was not aspirated with water using suction pump and the brushed point: instrument channel, suction channel, air/water valve/suction valve, biopsy valve was not checked. Based on the results of the investigation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. The following is included in the instructions for use (IFU): detection methods are written in IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.